Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused the abraxane at a lower rate than programmed. The programmed duration for infusion was 30 minutes but the abraxane was infused for 48 minutes. Backprimed but still got air in the line and had to pull out air bubble. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.